Manufacturer narrative:
An angioguard rapid exchange (rx) 5mm 180cm emboli capture guidewire system cannot fully overlap after recovery. There was no reported patient injury. The product was returned for analysis. One non-sterile rx/5mm basket diameter/180cm angioguard unit along with its capture sheath was received for analysis inside a plastic bag. The angioguard was received inserted into the guidewire exit port of the capture sheath. Neither original packaging nor coil dispenser or any other component was returned. Dried blood residues were observed on the capture sheath tip. Per visual analysis, neither anomaly at capture sheath tip nor basket marker location that could cause capture difficulty condition was observed. Per microscopic analysis, neither anomalies nor any presence of strange material residues that could have caused the reported capture difficulty condition were observed. Per functional analysis, recapture was performed on the angioguard guidewire system by advancing the recapture sheath over the wire until the sheath marker met the proximal basket marker. The basket was recaptured as expected, and the basket markers did close together without difficulty. No anomalies were observed. A product history record (phr) review of lot 35238097 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system-capture difficulty - unable to¿ was not confirmed. Visual, microscopic and functional analysis were successfully performed on the unit and no anomalies were found. The cause of the reported event could not be conclusively determined during the analysis however, handling and procedural factors such as vessel tortuosity and calcification (although unknown) may have led to the reported event. According to the instructions for use, which is not intended as a mitigation of risk ¿load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile. Open the hemostasis valve to allow the angioguard rx emboli capture guidewire free movement and reduce the likelihood of damage during removal. Remove the device by simultaneously pulling the guidewire and capture sheath through the guiding catheter or interventional sheath introducer, and out of the hemostasis valve as a single unit. Care should be taken when pulling the basket through the open hemostasis valve, to avoid potential release of captured emboli.¿ neither the phr review nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the 5mm 180cm angioguard rapid exchange (rx) emboli capture guidewire system cannot fully overlap after recovery. There was no reported patient injury. The device is expected to be returned for evaluation.